Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007392, in question was manufactured at the: reynosa site. Threshold analysis: a query was run on 13-nov-2025 against "final reporting decision equal "serious injury" and "death" , "lot number" criteria equal "6007392". The count of complaint is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6007392 was manufactured according to the work instruction (wi) version 114 and manufactured in the line 6 on 01-jun-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing of tubing of the lot 4e04783 manufactured in the machine sc02, on 31-may-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested, however, the reference samples for the lot 6007392 have already been previously tested in the complaint (B)(4) on 15-jul-2025. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test for the code infusion set (cannula part/base piece) lifted up or detached from spring of serter (set broke prior to use) due to incorrect preparation (e.g., tubing placed in notch prior to cocking the spring, pulling on set etc. All test results were within specifications as per the test report 2229215. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on test of reference samples., no non-conformance (nc) raised during production related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was on the site and tubing. The ketone level was high. The patient tubing gets caught in the notch on the side of the applicator. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.